Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device history record was reviewed and indicated no nonconformances related to this lot therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed during a tavr procedure the access vessel was rcfa of size 6.4 mm. No calcification or tortuosity noted with the vessel. Sheath was used. No issues observed with advancing or withdrawing procedure sheaths during the case. An 18f manta was deployed per steps. Angiogram post deployment revealed no flow past the manta. It appeared the anchor was blocking the artery. It is unknown if the steps to deployment were followed correctly. Deploying differently can cause the anchor to catch incorrectly. IFU states: hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees a kink was observed in the artery. Physician theorized it is due to over tamping of the collagen to the anchor. Per IFU: lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. It is unlikely that over tamping of collagen as mentioned in the event details could cause the artery to be pinched/kinked. It is likely that the anchor was caught in something which could be a diseased vessel or dissection thereby pulling the vessel lumens (i.e., anterior, and posterior sides) together causing stenosis. No information was provided to confirm if the vessel was diseased with some condition. Angiograms sent by the account were reviewed. It can be noted that there is a restriction of blood flow past the lock that is likely caused by stenosis/occlusion. It cannot be determined if the artery was damaged or pinched based on the video sent. No other alternative fluoroscopic images at the different angles were shared confirming the case of a kinked/pinched artery. Image of ballooning and post balloon shot indicated proper flow resolving the issue. No patient injury was reported, the patient condition is reported as fine.

Event description:
As reported: doctor deployed manta per usual steps, however noticed during the anchor deployment/sealing step there was no bleeding at the site, which is almost always the case. Artery was sealed with no oozing, and angiogram was taken. There was no flow past the manta. It appeared the anchor was blocking the artery. Wire was passed and ballooning performed, which restored flow. Noted 'kink' in the artery remained, but was acceptable. Doctor theorized this kink was due to over tamping of collagen to anchor. Patient is reported as fine.